Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694965 lead implanted: (B)(6) 2007; 5076-52 lead implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead exhibited oversensing, double counting of r waves. The lv lead is the sensing l ead, it is located in the right ventricular (rv) port. The lead also had loss of capture with ventricular tachycardia (vt) post events. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lv lead had high threshold and it was explanted and replaced. It was also reported that the right ventricular (rv) lead exhibited oversensing and noise due to a suspected fracture. The rv lead was explanted and replaced with a competitor product. Additionally, during the revision procedure, the right atrial (ra) lead became dislodged and it was explanted. No patient complications have been reported as a result of this event.